Event description:
Surgeon wanted a cable so tech loaded one in the pistal grip, and cable threads broke before reaching the patient. Cable needed to be cut to remove it from the grip and the normal cable cutter could not cut it. An extra large cutter had to be used. Cable came in a box. A new wire was opened to trial the pistal grip to make sure the grip was not broken. Grip worked and the normal cable cutter worked. Cable defective.